Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that service was required for the device. During service damaged bearings were noted. The device was not used in surgery. It is unknown if injury, surgical delay, or medical intervention occurred. There is no additional information provided.